Event description:
Registry. Same case as 2134265-2008-04141 and 2134265-2008-04142. It was reported that 775 days after coronary stenting treatment procedure, the patient experienced a myocardial infarction (mi). Lesion 1 was located in the proximal left anterior descending (prox lad). The physician treated the lesion with placement of a 3.0x16mm taxus express2 study device. The lesion was post dilated. Lesion 2 was located in the distal circumflex (dist cx). The physician treated the lesion with direct placement of a 3.50x32mm taxus express2 study stent. The lesion was not post dilated. Lesion 3 was located in the distal circumflex (dist cx). The physician treated the lesion with direct placement of a 3.50x32mm taxus express2 study stent. The lesion was not post dilated. The lesion was not post dilated. The physician also placed 2 non bsc stents in the distal right coronary artery. About 775 days after the index procedure, the patient experienced a non-qwave mi. The patient was hospitalized and 8 days later the event was resolved without residual effects. No additional information available. Site has only reported event on hospitalization crf. In the opinion of the physician, the mi is not related to the taxus stent.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication.